Event description:
Accessed the left groin to place the stent in the left iliac. There was already an old stent in the left iliac, however, the sheath was not placed through it and past the lesion prior to placing the new stent. When the new stent was being delivered through the old, it caught on the old stent's strut and came off the balloon. The new stent was then deployed proximal to the old stent.